Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the physician had difficulty inserting the leads into the pulse generator header. The device was not used and a new device was implanted. The patient was stable.